Manufacturer narrative:
Device evaluation summary: the catheter was returned in 3 segments. Analysis found ¿no significant anomaly ¿ damaged at explant¿.

Event description:
The pump was replaced due to eri (elective replacement indicator). The return packaging indicated a ¿possible catheter leak¿. No additional information was provided. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot# l37138, implanted: (B)(6) 1995, product type: catheter. Product ID: 8709, product type: catheter. (B)(4).